Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2021 for seizure and subarachnoid hemorrhage. The patient had a computed tomography (CT) scan but was not on coumadin. The patient was admitted with no controller attached to driveline during which the pump was off. The patient had disconnected himself. The patient passed away (B)(6) 2021 from pulseless electrical activity arrest, several days after the controller had been disconnected. The controller could not be found. Related manufacturer report number #2916596-2021-02736.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed as the system controller was not returned for analysis and no log files were submitted for review. Additional information provided communicated that the patient¿s system controller could not be found, therefore, the controller would not be returned for analysis. The reason for the driveline being disconnected could not be determined as a clear story was not provided by the patient. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 12feb2019. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline disconnect alarms, and the actions to take if the issue does not resolve. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.